Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a left hip resurfacing procedure on (B)(6) 2006 and operative reports confirm this date. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to pain and loss of function. The operative notes for the revision procedure indicate the stem on the femoral head was noted to be loose and the acetabular cup was retroverted. The modular head, acetabular cup, and femoral stem were removed and replaced with competitor products. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02200 / 02201).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and a hip revision and further reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2006 and that a revision procedure took place on (B)(6) 2012. The operative notes for the revision procedure indicate the stem on the femoral head was noted to be loose and the acetabular cup was retroverted. Both components were removed and replaced with competitor product. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.